Event description:
Customer's mother reports back to back testing on the same meter while using the advantage system with results of 309 mg/dl, 149 mg/dl and 109 mg/dl. No quality controls were run. No adverse event reported. A request was made for return product and a replacement was sent.